Event description:
Allegedly the patient had a bone fracture.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Additional information has been requested. This report will be updated when the investigation is completed. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn.the complaint was reviewed and analysis showed no trend. The product was not returned.(B)(4).